Event description:
It was reported that: the physician found that the sheath was bent prior to use on the patient. There was no reported patient harm or consequence. Another kit was opened for the procedure.

Manufacturer narrative:
Qn#(B)(4). The report of a kinked/bent sheath was not able to be confirmed through complaint investigation of the returned sample. The customer returned one, opened cath-lab sheath kit for analysis. No definite signs-of-use were observed. Visual analysis did not reveal any obvious defects or anomalies on the returned sheath nor the dilator. Additionally, no defects or anomalies were observed with the returned tray. The sheath length from the hub to the distal tip measured 9 11/16" via calibrated ruler, which was within the specification limits of 8 7/8" - 9 3/4" per the sheath product drawing. The sheath outer diameter measured 0.1029" via calibrated micrometer, which was within the specification limits of 0.0990"-0.1030" per the sheath extrusion product drawing. Functional inspection was performed on the returned dilator per IFU statement, "ensure dilator hub fully snaps into sheath cap". The returned dilator was inserted into the sheath. The dilator was able to pass completely through the sheath body. The dilator hub was able to snap into the sheat h cap with little to no issue. The IFU provided with the kit informs the user, "do not use if package is damaged". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the physician found that the sheath was bent prior to use on the patient. There was no reported patient harm or consequence. Another kit was opened for the procedure.